Manufacturer narrative:
The insulin pump was returned for power error alarm 25. Detailed trace analysis confirmed alarm 25 was triggered when backup battery loaded voltage loaded was less than 3.5v for consecutive 240 minutes detailed trace confirmed the root cause is the non-sleep anomaly software error. However, the insulin passed displacement test, rewind, seating and basic occlusion test. The insulin pump was received with cracked keypad overlay at the select button, cracked reservoir tube lip and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed power system error detected 4 times in the last 12 hours. Blood glucose value was 22.0 mmol/l and customer had some ketones. They changed the infusion set and seemed to be working. Mother called back later to troubleshoot and stated that when removing the battery, the notification light stopped flashing immediately. Blood glucose value at the time was 18.8 mmol/l. It was advised the insulin pump would need to be replaced and returned for analysis.